Manufacturer narrative:
Correction - date received by manufacturer should have been 12 jun 2020 rather than 10 jun 2020 as previously reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08260. It was reported that during a routine replacement procedure the physician capped the right ventricular (rv) lead due to high capture thresholds. Upon implanting the new rv lead, the lead dislodged and it was observed that the helix was unable to retract. The lead was exchanged during procedure on (B)(6) 2020. The patient remained in stable condition.